Manufacturer narrative:
This report will be amended when our investigation is complete. Device evaluation is not complete.

Event description:
It is reported that the tip of the straight cup inserter broke off while impacting the trial cup. All pieces of the straight cup inserter were recovered and are being returned.

Manufacturer narrative:
A straight shell inserter was returned for evaluation. The device shows lateral strike marks and a fractured bolt. Visual inspection of the returned device revealed signs of wear & tear which is synonymous with use during product¿s life cycle of approximately 5 years. Device history reports were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The failure mode of bolt fracture specific to straight shell inserters were captured. The levering force placed great stress on the distal end of the bolt and its interface with the shell threads. After repetitive cyclic loading, fatigue effects accumulate for the bolt and caused the tip to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.